Manufacturer narrative:
Please retract this report 2017865-2013-04889. The same issue was reported as 2017865-2013-04665.

Event description:
It was reported that a right ventricular lead anomaly was observed. The lead was capped on (B)(6) 2012 and explanted on (B)(6) 2013.